Manufacturer narrative:
The device was returned in a disc de-deployed state. The key was in the lock, and the black sleeve was completely retracted. The collagen was not returned with the device as it had been deployed. The device was bent and put in a small bag to return which caused the black sleeve to bend and have kinks on the device. The device disc deployed and de-deployed without issue and remained in a locked state when completely deployed. Fluoroscopy of the disc position before collagen deployment was not obtained, and the images were not provided to cardiva medical inc . It should be noted that imaging is specified in the IFU to locate the sheath position and arteriotomy location. Imaging also allows the user to assess the severity of the vascular disease, vessel tortuosity, and vessel diameter and identify the presence of an existing stent or other implant at the arteriotomy site. Conclusion: fluoroscopy was not utilized to verify disc placement; therefore, it cannot be determined if the disc was properly placed for deployment. Additional procedural factors such as sheath exchange, insertion of closure device in conjunction with the degree of the vascular disease and condition (calcification near the arteriotomy site), and insufficient hydrat.

Event description:
The vascade 6/7f device was selected for closure and inserted into the 6fr sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The collagen was stripped off the device and the device was removed. After the device was removed, the access site was still bleeding, and it was determined that the collagen migrated distal to the access site. The staff applied manual compression to achieve final hemostasis. The patient was returned to the operating room and a cut down was performed to remove the collagen form the artery . It is noted that the user did not use fluoroscopy to verify disc position before deploying collagen.